Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed noise on the right ventricular (rv) channel, which the health care professional (hcp) suspected was caused by electromagnetic interference (emi). However, upon review of the available device data, technical services noted the episode in question showed minute ventilation (mv) noise which was over-sensed by the device. It was also noted that the impedance might be fluctuating between in-range and out-of-range values, explaining why the signal seen in the episode appears and disappears. As such, rv lead troubleshooting was recommended in order to exclude mechanical issues or lead impairment. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed noise on the right ventricular (rv) channel, which the health care professional (hcp) suspected was caused by electromagnetic interference (emi). However, upon review of the available device data, technical services noted the episode in question showed minute ventilation (mv) noise which was over-sensed by the device. It was also noted that the impedance might be fluctuating between in-range and out-of-range values, explaining why the signal seen in the episode appears and disappears. As such, rv lead troubleshooting was recommended in order to exclude mechanical issues or lead impairment. No adverse patient effects were reported. This crt-d system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.